Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer fell in the bath tub as a result of the hyperglycemia. The customer's blood glucose reading was 382 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer uses quick-set infusion sets. The customer changes his infusion sets every 3-4 days. When the history files were checked there were two days in which no boluses were delivered. The customer stated that he did bolus on both of these days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.